Event description:
During port removal procedure it was noted tubing was not connected to the port - no evidence of tubing in canal or in neck area. X-ray revealed tubing located in right ventricle. Patient required additional procedure to retrieve tubing.